Event description:
It was reported that during arthroscopy procedure, the camera went out. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no live video output was confirmed. Product failed after 30 minutes burn-in, losing live video output and displaying color bars instead. Cause of video malfunction is a defective electronic component. The complaint investigation has concluded that the root cause of blank image is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.